Event description:
The patient contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 1 of 5. The technical service representative (tsr) had the patient press stop and go. The hc went to press go to start. The patient pressed go and removed the cassette. The tsr asked the patient if he did a manual exchange before starting therapy and the patient stated yes. The patient did his normal 2500ml exchange 2 hours before the start of therapy. The tsr had the patient check the therapy log. The therapy on (B)(6) 2012 started at 20:29 was completed. The initial drain volume equaled 1825ml. The last fill volume equaled 13ml. The total fill volume equaled 12498ml. The total drain volume equaled 16595ml. The average dwell time equaled 1:17. The average drain time equaled 0:23. The total ultrafiltration (uf) equaled 4096ml. The cycle 5 uf equaled -259ml. The cycle 4 uf equaled 712ml. The cycle 3 uf equaled 196ml. The cycle 2 uf equaled 633ml. The cycle 1 uf equaled 2815ml. There were no bypasses and no manual drains. The tsr had the patient check the programming. The therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 12500ml, a total time of 9:00, a fill volume of 2500ml, a last fill volume of 0ml, and an initial drain alarm of 0ml. The tsr explained that if the patient was going to fill with 2500ml before starting therapy, the patient should talk to their registered nurse (rn) about the initial drain alarm setting to help avoid this in the future. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 101 alarm. The rn stated she was aware of the alarm. Ps informed the rn that the patient had performed an off cycler exchange and their initial drain alarm was set to 0ml. The rn stated that they have fixed this. No patient injury or medical intervention was reported. The patient has been continuing therapy on the cycler successfully.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv identified in the device log was determined to be insufficient drain due to a false empty detect at initial drain and the initial drain alarm volume was met. This issue is being investigated through CAPA.